Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed loss of capture (loc) at a rv threshold test. Also, r-wave amplitude and rv pacing impedance were trending down. Had the field representative increase pacing rate to 110 bpm and still seeing loc at high outputs. Additional information was received mentioning that this system also showed an infection related event that has been worked on a separate case. The system was explanted, including the rv lead at this time and will not be returned according to field representative. No additional adverse patient effects were reported.